Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: pumps with unknown serial numbers were not returned for evaluation. This complaint is associated with a clinical adverse event. A review of the device history records was not performed as the reported event is not related to a manufacturing or servicing issue and the serial numbers are unknown. Based on the available information, the device may have caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the organ procurement and transplantation network policy change on ventricular assist device (vad) patients and chronic kidney disease (ckd). There were patients who experienced ckd, were on inotropes and were on ventilators. The devices remain in use. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, all of the devices in this article were the manufacturer's product, however a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristic was male and 57. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information has been made and upon receipt a supplemental report will be submitted accordingly. Referenced article: the impact of the optn policy change on patients with a durable left ventricular assist device and chronic kidney disease: analysis of the unos database, artificial organs. 2024;48:1180¿1189. Doi: 10.1111/aor.14770 d4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.